Manufacturer narrative:
A pt's friend contacted the dealer and stated the consumer's tubing caught on fire and did not burn the user. MFR received some photos of the device. The photos provided indicate an external source. The concentrator is over 6 years old with no prior incidents. User is a reported smoker. MDR filed based on fire. Nature of complaint suggests smoking as a likely cause.

Manufacturer narrative:
A patient's friend contacted the dealer and stated the consumer's tubing caught on fire and did not burn the user. Manufacture received some photos of the device. The photos provided indicate an external source. The concentrator is over 6 years old with no prior incidents. User is a reported smoker. MDR filed based on fire. Nature of complaint suggests smoking as a likely cause. (B)(4) - condition of the return - the concentrator received is dirty with smoke stains in several places on the shroud and visible burn damage. The concentrator has 27,262 hours showing on the hour meter. Result analysis - visual: there is burn damage to the control panel of the concentrator as well as the cannula. The humidifier bottle is blackened with burn damage on the cap. The patient outlet port, the tubing from the humidifier bottle, and the bacterial filter and tubing have burn damage as well. The flowmeter outlet port is missing. The pressure sensor tubing has melted and split in half. The inlet filter as well as the concentrator tubings are black. The cannula is connected to tubing measuring 30 ft. And then connected to an additional 18 ft. Section. The cannula and tubing has burn damage in several areas. The concentrator has a heavy tobacco smell on the inside. Functional: the concentrator was powered on. Flow cannot be adjusted because the flowmeter outlet fitting subassembly is missing. Once the concentrator is "on" the flow will exceed the 5 lpm mark in the flowmeter with no control. After approximately 35 seconds, the unit alarmed and shut down because it took more than 30 seconds to achieve the shift pressure of 21 psig. This is due to the leaks caused by the burnt tubing. The unit shut down as designed. There was no smoke or fire observed. Conclusion: although there is extensive damage to the concentrator due to burning or fire, it appears that it originated from an external source and was not caused by the concentrator. (B)(4).

Event description:
The consumer's tubing allegedly caught fire and burned the tubing, causing damage to the floor and carpeting. No injury is alleged.

Event description:
The consumer's tubing allegedly caught fire and burned the tubing, causing damage to the floor and carpeting. No injury is alleged.